Event description:
The customer reported that the device continued to run after activation while it was being tested at the user facility. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.